Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a right atrial (ra) lead replacement. Prior to the case, interrogation saw that the ra lead has high, out-of-range pacing impedance, high threshold, low p-wave sensing, and hundreds of noise episodes. During the procedure, the physician was unable to get access to replace the lead. The lead was capped. No replacement lead was implanted due to poor patient access from the occluded vein. The patient was stable.